Manufacturer narrative:
Concomitant medical products - the therapy date for the following device is unknown: model: 3660, scs ipg, model: unknown, scs lead, octrode. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation. Diagnostic testing indicated high impedance values. In turn, surgical intervention was undertaken during which no anomalies were identified while testing the lead intra-operatively. As such, it was decided to explant and replace the extension. Stimulation was restored post-operative.